Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting a no delivery alarm 2 hours after wearing the infusion set. Customer stated that she was able to prime the tubing without a no delivery alarm. Customer stated that she is on her way to visit the doctor to get long lasting insulin. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that she changed the infusion set but continued to get a no delivery alarm message. After the third infusion set change, the no delivery alarm occurred quicker. Customer would like to return the set and reservoir for analysis. Customer mentioned that the insulin looks thick when it comes out of the tubing.